Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the folliculitis cannot be ruled out. Folliculitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 46-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, the patient reported to novocure that he had developed a significant reaction to one of his daily chemotherapy medications, presenting as pustules across the entire scalp. A medical record received by novocure on june 13, 2025, referenced a neuro-oncology appointment on (B)(6) 2025, during which the patient was noted to have scalp irritation characterized by erythema and a few crusted sores due to optune gio therapy and reportedly was using an unspecified topical steroid cream. At a follow up appointment on (B)(6) 2025, the patient was diagnosed with folliculitis and prescribed doxycycline 100mg orally once daily. Images provided showed diffuse, scattered pustules across the scalp with mild to moderate erythema. One image revealed a small region of crusted exudate with moderate erythema. Optune gio therapy was temporarily discontinued. Attempts to contact the prescribing physician for further details were made, but no response was received.